Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
(B)(4). Case description: tech called in for help on loaner 8100 units. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: tech called in for help on 8100 unit which he explain is loaner units, they are get error code 200.5040 which is software compatible issue when they connect the unit to their 8015 unit, their 8015 units have (B)(4) & their asm (B)(4), he did not know what version ar eon the loaners, I explain to tech when they get loaners always make sure you let them know what version you need in order for them to work on your units. And he need to contact the place they got the loaners to have them correct the software version, I also explain the asm (B)(4) no longer support has expire 01/01/2019 they need to upgrade. Transfer tech to order mgr. Dept. To get sales rep. Information to discuss upgrade software contract on units & asm software. Tech thank me for my assist.